Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call indicating that the customer had a severe low blood glucose due to a bent sensor. The customer was out in the heat and was exhausted. The customer fell. They found him in the bushes. The customer¿s blood glucose level at the time of the incident was unknown. They treated the low blood glucose with juice. The customer was in the emergency room as a result of low blood glucose on (B)(6) 2017. The customer was admitted and given an insulin drip. The customer¿s current blood glucose level was 300 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed on the bent cannula. The sensor will be retunred for analysis. The device will not be returned for analysis.